Manufacturer narrative:
The device did not communicate when received. Analysis revealed that the battery was depleted. Device current was measured. The original battery was sent back to the vendor for further evaluation. No anomalies were found. The cause of the battery depletion was not determined. (B) (4) - failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.